Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump system with tubing clamp. The event occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Through follow-up communication, livanova deutschland learned that the issue was affecting both the encoder and the knob. In order to identify the root cause of the reported event, livanova deutschland requested the device back for further investigations. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that the control knob of the centrifugal pump system with tubing clamp was very difficult to turn and control during priming. There was no report of patient injury.